Event description:
It was reported that the lead exhibited a rise in impedance. Further testing was recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the right ventricular (rv) lead exhibited both varying and high impedance. A thorough evaluation of the lead was recommended during device replacement surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-13: it was further reported that the patient's right ventricular (rv) lead had a lead alert specific to the rv defibrillation portion and later, another lead alert specific to the rv pacing portion. It was also noted that the lead had high defibrillation impedance and high pacing impedance. Intervention is unknown. The lead is still in use. No patient complications have been reported as a result of this event.